Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm insulin flow blocked. Customer's blood glucose at time of incident was 195 mg/dl. Customer stated the alarm is recurring and is not resolved. Customer was explained the possible connection issue or occlusion on the tubing. After troubleshooting was done, customer was advised that there may be a possible site related issue. Customer was advised to change infusion set as soon as possible. Customer was requesting a pump replacement. Customer was advised that we are submitting a pump replacement to local office.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. The insulin pump was received with minor scratched lcd window and case.